Manufacturer narrative:
Additional information: plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to the presence of coagulated blood throughout the dialyzer. Further examination of the fiber bundle did not identify any other damage or irregularities. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 90 degrees, with the dialysate ports situated at 0 degrees, on the cavity ID end. The fiber fragment measured approximately 1.16 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, and was visually observed on the dialysate side of the fiber membranes within the dialyzer. Due to the speed at which the blood leak was identified by the operator, the fresenius 2008k2 machine did not alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed their treatment after restarting on a different machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.